Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the tube k2edta plh 13x75 3.0 plblce gld the tube does not fill and the stopped was crooked.the following information was provided by the initial reporter, translated from (B)(6) to english:yellow tube does not fill crooked cap.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to cocked stopper and underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the tube k2edta plh 13x75 3.0 plblce gld the tube does not fill and the stopped was crooked. The following information was provided by the initial reporter, translated from dutch to english: yellow tube does not fill crooked cap.